Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was no external damage noted. A review of the event history log identified base hardware failure alarm and battery communication error in history. During functional testing using the flow and occlusion test, the reported issue was unable to be duplicated. The root cause of the issue was related to known corrective action plan that was opened related to the supplier of the interconnect board. Replaced interconnect board and battery as a preventative measure.

Event description:
It was reported that the pump exhibited no battery and other errors. No patient injury was reported.